Manufacturer narrative:
Visual inspection performed by r&d project manager from the received parts, no particular signs related to the event were noticed; the liner was signed on its surface, probably occurred during the revision, and the ceramic head did not show any particular sign, except for the inner signs due to the coupling with the stem. From the received parts and information it is not possible to determine the root cause of the event. Note: the acetabular shell was not sent back for analysis, the scrub tech made only the liner and head available to the sales rep .

Manufacturer narrative:
Batch review performed on 11-apr-2023: lot 090245: 26 items manufactured and released on 06-may-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Additional device involved batch review performed on 11-apr-2023 liner: versafitcup dm 01.26.2856m double mobility liner ø 56/28 (k083116) lot 090257: 36 items manufactured and released on 31-mag-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs director: revision 13 years and 4 months after the primary surgery due to a fractured acetabulum. The patient came in reporting pain due to a fractured acetabulum and the cause is unknown. With the information at hand the reason of this failure cannot be determined.

Event description:
At about 13 years and 4 months after the primary surgery, the patient came in reporting pain due to a fractured acetabulum and the cause is unknown. The surgeon plated the fracture, revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.